Manufacturer narrative:
One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual evaluation of the as returned product identified minimal signs of wear and some debris about the threads. The product packaging was not returned. It is noted that this device was not used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging malfunction). DHR review was completed for the subject lot number 1230345. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. All inspected packaging was free of debris, fully sealed, and contained all appropriate items. Complaint history review was performed for the reported lot number (1230345) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (non-sterile packaging) or product (tsvtb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown.

Event description:
It was reported that during surgery, it was discovered that the implant was not sterile. Another implant was used to complete the procedure.